Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and had him close the clamps and disconnect. The tsr had the hp cycle power the hc machine. The tsr informed the hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated he was not sure what happened. The tubing came out of the bag after he thought he twisted it correctly. The bag did not fall. The hp stated he started over with new supplies and completed therapy without any problems. The hp stated he had not contacted his peritoneal dialysis nurse to let them know about the alarm, but he stated he would let them known. No patient injury or medical intervention was reported.